Event description:
On (B)(6) 2024, pt reported she was having discomfort in back while doing therapy. On 08/23 pt reported she has compression fractures in back clinical resource specialist reviewed the patient's medical records, the patient has a history of compression fractures. The patient is returning the device, she cannot tolerate therapy.

Event description:
On (B)(6) 2024 the patient reported she was having discomfort in her back while doing therapy. On (B)(6) 2024 the patient reported she had compression fractures in her back. Clinical resource specialist reviewed the patient's medical records, the patient has a history of compression fractures. The patient is returning the device, she cannot tolerate therapy.